Event description:
Note: the date of event is unknown; however, post late 2008. It was reported to boston scientific corporation that a wallflex biliary stent was used during a stent placement procedure. According to the complainant, a wallflex stent was placed successfully. The physician was unable to provide specific device or patient information. However, it was indicated no patient injury occurred as a result of this event. No additional details regarding the circumstances surrounding this event are available.

Manufacturer narrative:
Due to tumor ingrowth. Due to tumor ingrowth. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.